Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instrument clip dropped into the pt (could retrieve from pt). Another instrument was used to complete the case. The device was discarded.